Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients leads were autoreducing, patients leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that imaging revealed that one of the patients leads was fractured.